Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was suspected of loss of capture (loc on the right ventricular (rv) channel. Technical services (tv) reviewed device data and noted cross talk from the right atrial (ra) lead on the right ventricular (rv) lead channel. No oversensing was noted. While the rv capture appears to be similar to historical electrogram (egm), and loc was unlikely, ts recommended further follow-up in clinic. This pacemaker remains in service. No adverse patient effects were reported.